Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be successfully interrogated, with no response observed when a magnet was applied. Efforts to interrogate using a second programmer also yielded no results. In light of this, field representative proposed to test a device from inventory to determine whether the issue stemmed from the 3300's environment or configuration. The device tested from the shelf was interrogated successfully upon immediate evaluation. Following this, technical services (ts) conducted a thorough analysis of the data and confirmed that the original device exhibited no malfunctions. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.